Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed backup operation on the pacemaker. The physician elected to explant and replace the pacemaker. There were no patient consequences.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Electrical, longevity, and visual analysis was normal with no anomalies found.